Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the lifevest. A nurse recommended that the patient treat the rash with an unknown powder. The patient used crobetasol ointment on the irritation, but the irritation did not improve. During a follow-up the patient reported that the irritation improved after he removed the lifevest.